Manufacturer narrative:
The milk residue were observed on top of bottle holders, around the dials, in between top and bottom of pump housing. Brown foreign substance like battery fluid found in the battery compartment. Inside the pump, corrosion and milk residues on circuit board (pc board) were observed. Excessive amount of milk leaked through speed dial and suction dial and deposited on the circuit board. The excess milk residues caused the shorting of circuit board which led to the battery leak in battery compartment.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report 2 separate events of batteries leaking dark fluid into the battery compartment of the purely yours breast pump she was using while in her car. Both leaking battery fluid events occurred in early (B)(6) 2016, one week apart. Customer states she wiped the fluid from the battery compartment with a gloved hand and continued to use the breast pump. Customer denies any burn, injury or property damage.